Event description:
Information was received indicating that a smiths ambulatory infusion pump cadd solis hpca displayed volume accuracy issues. Different sets were tried, producing difference results. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating the event occurred during annual testing. It was specified that the cadd administration set under-delivered and there was no patient involvement. The cadd solis hpca pump was not malfunctioning.